Event description:
Healthcare professional reported "malposition of implant when it was noted that the implant had ruptured on the left side." The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification. A microscopic analysis was performed which identified, one striated opening on radius. Based on the device analysis the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool. Reason for reoperation: rupture.